Event description:
Nellcor received a report that the cuff on a 6.dct would not hold air 2 days after the patient intubation. The patient was reintubted without incident or change in therapy and no harm was reported.